Manufacturer narrative:
The device was discarded at the user facility. The root cause of the event could not be determined.

Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured. The 80% stenosed lesion was located in the circumflex artery. The balloon was inflated once to 6atms then ruptured. The procedure was completed using another maverick2 monorail balloon catheter. There were no reported patient complications. Patient status listed as "good".